Event description:
The participant reported he had a mark/skin reaction after wearing the Vivalink sensor with adhesive.

Manufacturer narrative:
Retrospective record review and proactive reporting of incidents where available information is insufficient to confirm non-seriousness.